Event description:
It was reported by the affiliate that the device was used during a surgical procedure. On the 4th firing, bleeding was observed due to incomplete staple line of the patient side. The surgeon clamped the vessels and oversewn by prolene to stop bleeding. The surgeon observed the cartridge and found that the cartridge broke and some staples remained in the pockets.